Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number (additional): should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had damaged packaging. The damage was further described as ¿some minicaps were found with vacuum loss and some others open¿. This was observed before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs showing a few samples were provided for evaluation. The photographs revealed cosmetic defects related to the packaging of the blister; no open pouches were observed. The reported packaging condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.